Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with a suspected seizure. The log file captured low flow events. There were also several low flow flags which did not persist long enough to trigger low fow alarms. These occur at times when pulsatility index (pi) is elevated. Additional information was received that the cause of the seizure was unknown. The patient loaded with keppra (levetiracetam) 1g IV and with negative nc hematocrit. The patient was transitioned to lamotrigine given the reported dizziness with prior to keppra. The cause of the issue was not considered to be related to the device. The low flows were also resolved with controlling the mean arterial pressure (map).

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files confirmed low flow alarms; however, a specific cause for the low flow alarms could not conclusively be determined through this investigation. The controller event log file contained events from 05jan2026 through 12jan2026, per the timestamps. The log file captured several low flow alarms in the setting of elevated pulsatility index (pi), as well as numerous low flow fault flags that were not sustained long enough to activate a low flow alarm. The log file also contained routine power source exchanges and pi events. No other notable alarms were captured, and the pump appeared to function as intended throughout the log file. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) IFU, document revision, rev. D is currently available. Section 1 of the IFU lists neurological events (not stroke related) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also provides an explanation of each of the pump parameters, including pump flow. Section 4, ¿heartmate touch¿ communication system¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6 of the IFU also lists neurologic dysfunction as a potential late postimplant complication. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.